Event description:
Called to operating room 8 immediately. Insufflator set to general laparoscopy set pressure +15, but it kept flowing and over-distended the abdomen. Surgeon disconnected tubing from trocar and nurse stopped the therapy on the unit. Therapy restarted and tubing reconnected and unit started doing the same. Nurse states she saw the actual pressure at -9 and not changing. The unit was turned off and a new (second) unit was brought into the or on a rolling cart. The first unit was not connected to the patient but the nurse turned it back on and error codes 9 and then 10 showed up. The unit was pulled from service and company contacted. A loaner unit was received approximately 4 days later. The device was returned to the manufacturer. The manufacturer shared the following: "an evaluation and testing of the insufflator unit found the device software has a nonconformity, where the pressure calculation overflows resulting in a negative pressure when the actual pressure is in the range of 300mmhg."